Event description:
It was reported that, "during the revision surgery, surgeon could not dissociate the head from the stem. The head was OEM product sourced by stryker (B) (4). It was because the stem had strongly locked with the head. Surgeon tried to dissociate the head from the stem again and again. As the result, the stem involuntarily loosened and the head with stem was removed from the pt's femur. At the same time, the greater trochanter and the calcar were fractured. Therefore, he implanted a stem, head, insert, and cup and fixed the fractures with suture wire."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report. The subject device is not cleared for sale in the us, but a similar device is commercially available in the us.